Event description:
It was reported that patient presented to hospital after experiencing syncope. Upon interrogation, it was found that patient's pacemaker exhibited inadequate output and episodes of asystole were also noted. The pacemaker was explanted and replaced. There were no patient consequences.

Manufacturer narrative:
The reported event of pacing problem was not confirmed. The device was received from the field with battery voltage above elective replacement indicator level. Electrical and mechanical analysis and visual inspection of the header and connector was normal with no anomaly found. Results from output evaluation under field conditions found all pacing parameters within normal range. Longevity assessment was performed, and the device was in normal range of operation with appropriate remaining longevity. No anomalies were found.